Event description:
Report received from abbott international affiliate (abbott united kingdom) of an unrequested bolus dose.the report states: "pump was set to deliver a 5mg pethidine bolus from a bag containing 450mg in 90ml, with a 5 minute lockout. When the patient demanded the first bolus, the pump was observed by the recovery nurse to be delivering in 0.5mg steps, as opposed to 0.1mg steps. The pump continued delivery after the 5mg threshold had been reached, and was switched off at 10mg delivered. The pump did not display any warning or error messages." According to the hospitals investigative report, the pump history log showed that the pump was cleared at 3:20pm on the day of the event. The pump was reportedly, set up correctly. At 4:15pm a bolus delivery of 5mg at 4:23pm. The infusion was stopped at 4:23pm. The two nurses caring for the patient indicated that the patient pushed the button only once, but was given 2 doses of medication. The patient did not experience any adverse effects. Though requested, there was no further information available.